Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct performed on (B)(6) 2020. According to the complainant, during the procedure, after the dilatation was performed, a plastic stent was advanced through the scope, and it was then noticed that the black rx tunnel had detached from the catheter, and was still in the scope. The black piece was pushed partially out of the scope by the stent. Reportedly, the scope and wire were removed from the patient, and the black piece of the balloon was pushed out of the scope using forceps. The procedure was completed with another device. There were no patient complications reported as a result of this event.